Event description:
Implanted pump for medication delivery. Pump refilled on 4/22/97 with 18 ml of mso4 30 mg/ml. Wife found pt dead in am of 4/24/97. Coroner reported several needle sticks around pump reservoir and needle marks on body.